Event description:
Related manufacturer reference number: 3006705815-2023-01677. It was reported that at the end of an scs trial the patients trial leads seemed to have been cut. X-ray imaging showed the end of the leads were still in the epidural space. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.